Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR) for the sliding core. The sliding core was documented as faultless prior to distribution. The explanted sliding core, provided to the external lab exponent, show no visible damages. Furthermore the surgeon stated that the implants were not damaged during revision. Therefore a manufacturing issue can be excluded. The CT scans, x-rays and provided patient data and surgery reports were evaluated by a hcp. The reported cysts were confirmed on the scans and x-rays. A misalignment of the implants could not be determined on the pictures; the implant positions looked correct. Furthermore the hcp evaluated cysts already in the statement ¿clinical results of the star ankle prosthesis, page 70, 71¿: ¿cyst formation (bone resorption) (0 ¿ 16 %) [1, 6, 9, 10, 12, 13, 15, 17, 20, 24, 27, 28, 30]. Spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ additionally the case was evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ nevertheless, osteolysis and/or other periprosthetic bone loss (like cysts) are adverse effects and may require medical or surgical intervention (therefore listed in the IFU). Conclusion:based on the evaluation a manufacturing fault was not found but a correlation between the implants and the found cysts cannot be excluded. The case represents a recurring issue and will be monitored and evaluated according to pms trending procedure (B)(4).

Event description:
The patient has bone cysts. Left debridement, curettage and back filling cystic with calcium phosphate on talar component of tar. Cystic formation talus/tibia. Wounds were healed. Tibia and talus implants solid ingrowth.

Event description:
The patient has bone cysts. Left debridement, curettage and back filling cystic with calcium phosphate on talar component of tar. Cystic formation talus/tibia. Wounds were healed. Tibia and talus implants solid ingrowth.

Manufacturer narrative:
(B)(4). Unknown star poly. Once the investigation has been completed any additional information will be reported in a supplemental report.